Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned for analysis. Functional testing was performed with a test wire which consisted of advancing the wire through the annulus and advancing through the catheter. The wire was able to advance without issues. The rotalink advancer that was used in the procedure was not returned for analysis. Functional testing was performed with a test advancer which consisted of connecting the burr catheter to the advancer. The advancer was connected to the rotablator control console system and was able to reach optimum speed with no issues. There was no damage to the device, the burr was able to rotate and reach optimum speed during functional testing, and the clinical circumstances could not be replicated.

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed, 30-38mm x 3.0-3.5mm target lesion was located in the severely calcified middle section of right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, after the burr entered the rotawire, the rotawire was expanded resulting to burr became stuck in the lesion. The device was removed directly and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed, 30-38mm x 3.0-3.5mm target lesion was located in the severely calcified middle section of right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, after the burr entered the rotawire, the rotawire was expanded resulting to burr became stuck in the lesion. The device was removed directly and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.